Event description:
A pt with high-grade dysplasia in a barrett's esophagus treated with focal ablation. Pt had discomfort afterwards, managed with an overnight stay, and subsequent poor healing of the mucosa noted on endoscopy 6 week later. Two subsequent circumferential ablation procedures performed in an attempt to eradicate all disease, and he developed nausea and vomiting after the last procedure resulting in admission for hydration. After this acute episode and further healing, pt was biopsied and found to have persistent dysplasia and was referred for surgery for his esophageal dysplasia.